Event description:
It was reported that during the procedure to replace an implantable cardioverter defibrillator (ICD) due to normal elective replacement indicator (eri), and the elective replacement of the right ventricular (rv) lead, the atrial lead "pulled back" during the procedure. The physician explanted the atrial lead. The patient had a "completely new system" implanted. The atrial lead has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal portion was received measuring 35 cm was analyzed. Analysis found no anomalies. Explanted: 2013 (B)(6); product ID 694958 lead implanted: 2006 (B)(6), explanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that during the procedure to replace an implantable cardioverter defibrillator (ICD) due to normal elective replacement indicator (eri), and the elective replacement of the right ventricular (rv) lead, the atrial lead "pulled back" during the procedure. The physician explanted the atrial lead. The patient had a "completely new system" implanted. The atrial lead has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d154atg implantable cardioverter defibrillator (ICD) implanted: 2006-(B)(6), explanted: 2013-(B)(6), product ID 694958 implantable tachy lead, implanted: 2006-(B)(6), explanted: 2013-(B)(6), (B)(4).